Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, embolization occurred. The 85% stenosed lesion was located in the severely tortuous, severely calcified, mid, right coronary artery (rca). The vessel was pre-dilated. The physician attempted to place a taxus liberte 3.5x24mm drug eluting stent, but encountered considerable resistance after passing the proximal segment of the artery. He withdrew the stent delivery system and realized the stent was no longer in the balloon. Using angiography he discovered that the "stent had gotten loose in the artery ". The physician advanced a 3.5x20mm balloon through the stent and deployed it in the segment of the vessel where it dislodged. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.